Event description:
It was reported that when the devices were used during a laparoscopic gastric bypass procedure, the device stapled, but did not cut. Opened another device to complete the case. There was no consequence to the pt.